Manufacturer narrative:
(B)(4).

Event description:
Received info during surgery, the lead showed out of range impedances. The lead was replaced and will be sent back to the MFR for analysis. Add'l info has been requested and if received, a follow up report will be sent.